Event description:
It was reported that an unspecified amount of bd nano¿ pro ultra-fine¿ pen needles clogged during the injection while using them with the tresiba pen. The following information was provided by the initial reporter: "consumer reported found several needles from this box that clog during injection. Does not complete a flow check with each injection. Consumer called pen manufacture for this pir - tresiba pen.".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary the customer returned (2) open 32g 4mm pen needles, reporting needle clog. The pen needles were visually inspected and observed (1) bent cannula npe and no issues on the (2) pen needle. Most likely the customer's complaint needle clog occurred due to a bent npe cannula. A clog test was performed on the (2) pen needle and proper flow of fluid was observed. As the samples returned were open, the root cause cannot be determined. Based on the samples returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified amount of bd nano¿ pro ultra-fine¿ pen needles clogged during the injection while using them with the tresiba pen. The following information was provided by the initial reporter: "consumer reported found several needles from this box that clog during injection. Does not complete a flow check with each injection. Consumer called pen manufacture for this pir - tresiba pen."